Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown cup, unknown head, unknown stem.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-104154 565200 mlry-hd 3hole rlc shl 54mm/l24, unknown head, unknown stem, 565200 266805 ti low profile screw 6.5x25mm, 103531 213612 ti low profile screw 6.5x20mm, 103533 226163 ti low profile screw 6.5x30mm. Country: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 17 years post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.